Event description:
It was reported that a malfunction code 12 had occurred with the pump. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer was guided to switch to multiple daily injections as a backup therapy and instructed on how to put the pump into storage mode before returning it. The problematic pump was to be sent back using a pre-paid label within 10 days, and the customer acknowledged all instructions.